Event description:
Approximately a month after the rezum procedure. I experience the hemorrhaging of blood while urinating. At a very high rate, at which time ii rushed off to the local ER (B)(6), and was treated with gravity cbi (continuous blood irrigation) for 30 plus hours. And then transferred over to (B)(6) emergency room. They did a mechanical cbi and, was admitted to the hospital for 2 days, one night and was receiving gravity cbi.